Manufacturer narrative:
Device evaluated by MFR: a visual examination of the stent found that the stent was damaged on the distal region with struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the device was unable to cross the lesion. Vascular access was gained via the femoral artery. While performing a percutaneous transluminal coronary angioplasty procedure in the left anterior descending (lad) artery, the 2.50x20mm promus premier select device was advanced but was unable to cross the lesion. The procedure was completed with another of the same device and there were no patient complications reported. The patient status is stable. However, device analysis revealed stent damage.